Event description:
It was reported that the patient with this right ventricular (rv) lead experienced passing out due to micro perforation post rv lead replacement which was confirmed via computed tomography scan and x ray. The following day after, this rv lead was then surgically repositioned to the low septum and remains in service. No additional adverse patient effects were reported.